Event description:
It was reported that an alert of high shock impedances out of range in this cardiac resynchronization therapy defibrillator (crt-d) was recorded for the none boston scientific right ventricular (rv) lead. Technical services (ts) discussed 3 possible causes, nonetheless the patient has implanted a cardiac contractility modulation (ccm) device, and given the normal trending for the patient, electromagnetic interference (emi) could be the cause of the out of range measurements caused by the ccm. Ts recommended bringing the patient to the clinic for troubleshooting. This crt-d system remains in service. No adverse patient effects were reported.